Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: part:03.231.004 lot:7580626 manufacturing site: werk hagendorf supplier: na release to warehouse date: 04 oct 2011 expiration date: na a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that aim arm for 4.5 va-lcp crvd cond pl/rt shows normal wear consistent with the device use which would not contribute to the reported alleged condition. A dimensional inspection for the aim arm for 4.5 va-lcp crvd cond pl/rt was not performed as it is not applicable to the complaint condition. A functional test was performed with the mating sample device (insertion handle f/aiming arm f/va-lcp c part number: 03.231.001) and the devices were able to assemble and disassemble with without any issues. In addition, the coupling bolt was able to assemble and disassemble from the aim arm. A complete functional testing of the received device was not performed as the mating plate was not returned. The complaint condition was not able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the observed condition of the aim arm for 4.5 va-lcp crvd cond pl/rt would not contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during a nail plate combo, va condylar aiming arm was used. The cortical screw missed the plate. There was a delay in surgery due to having to freehand. There was 3 minutes of surgical delay. Procedure outcome was unknown. There was no patient consequences. This report is for one (1) aim arm for 4.5 va-lcp crvd cond pl/rt this is report 1 of 7 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. E3: reporter is a j&j employee. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.